Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis included oral antibiotics (type, dose, and frequency unknown). On an unknown date during hospitalization, the patient stopped peritoneal dialysis, had her pd catheter removed, and began hemodialysis. The patient was discharged from the hospital and had recovered from this peritonitis event. Additional information was requested but is not available. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.